Event description:
The report stated that when needle electrode was turned on, an alarm occurred and the message "impedance over 1000 ohm" was displayed in the window. The needle electrode and patient return electrode pads were re-connected but the same thing occurred. Another needle electrode and pads were used but the problem continued. The operation was stopped and postponed. The patient was reported as ok.

Manufacturer narrative:
The generator was checked at the technical support center in a foreign country. They found a poor contact of the connector of output cable on patient side.